Event description:
The patient was revised on (B)(6) 2022 due to infection. The surgeon explanted 1 stem ø36/14, 1 humeral cup, 1 centered glenosphere, 1 white smartloop, 1 locking screw l35, 1 glenoid baseplate ø24, 1 standard screw l35, 1 standard screw l25, 1 locking screw l40 and 1 blue smartape. The surgeon implanted 1 stem ø36/08, 1 eccentric taper adapter and 1 helmet head ø51.

Manufacturer narrative:
The event took place outside of the united states (in france) and was associated with a product that is also cleared for the market within the united states.